Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-01138 pertains to the other device. It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a sling placement procedure on (B)(6) 2010. The procedure was completed with no complications. During this surgery, it was noted that the tissue between the patient's bladder and the mesh was very thin. The patient was prescribed estrogen cream before and after the initial procedure. According to the complainant, a follow up visit on (B)(6) 2011 revealed that the patient had a vesicovaginal fistula. The patient was scheduled for a follow up visit on (B)(6) 2011, but the results of this visit are unknown. It was reported that the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia post procedure. The exact nature and date of onset of these symptoms are unknown. On (B)(6) 2011, the patient had a corrective surgery (exact details unknown). During the surgery, it was noted that the patient had erosion in multiple sights where the mesh was implanted. The patient continued to experience vaginal bleeding, abdominal and pelvic pain, a recurrence of incontinence and vaginal infections after this surgery. The patient age was reported to be over 18 years. All other information is unknown. Attempts to obtain additional information have been unsuccessful.

Event description:
It was reported to boston scientific corporation that the patient was implanted with the advantage fit transvaginal mid-urethral sling system on (B)(6) 2010.

Manufacturer narrative:
The reported lot number, 1ml0061901, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.